Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high out of range (oor) pacing impedance and a lead integrity alert (lia), and oversensing of noise was observed which resulted in the patient receiving two inappropriate shocks. Additionally, elevated sensing integrity counter (sic) was noted. The lead was suspected to be fractured. The lead remains in use. No further patient complications have been reported as a result of this event.